Manufacturer narrative:
The subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as subject device was not returned. A device history record review will be requested for the subject device.

Event description:
After a 3 level lumbar disc arthroplasty at l3-l4, l4-l5 and l5-s1, x-ray and CT scan showed vertebral body fracture at l4. No surgical intervention is anticipated; patient has been instructed to wear a cybertek brace. This is nine (9) of nine (9) reports for this event.